Event description:
On 01/04/2022, it was reported by a distributor via e-mail that an ar-1788j-cp drill bit had broken. This occurred during a procedure after the surgeon inserted the 1.35 mm guidewire in the talus and confirmed accurate placement. Then they cannulated 3.4mm drill bit with the soft tissue guide over the wire. Immediately upon starting the drill the surgeon noted it feeling odd. Shortly after he could feel the pin shear. The drill bit had actually broke and wrapped up the pin. The case was completed using the solid drill bit included in the kit. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation of photos from the customer identified that the tip of the drill bit was damaged and broken. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.